Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer noted air bubbles earlier in the morning in the infusion set tubing. The customers blood glucose (bg) level was impacted (298 mg/dl) the customer took a bolus to stabilize bg level. Reportedly, the customer changed out the cartridge and infusion set prior to contacting tandem technical support. The customer was instructed on how to expel air bubbles by performing fill tubing.